Manufacturer narrative:
Follow-up #1 and final report submitted to update sections based on the results of investigation. It was reported that the end of bone pins broke off in the posterior cortex of the femur and were not intact with the rest of the pin. Product inspection was not performed since the device was not returned. A review of the device history for the associated lot indicated 2384 were manufactured and accepted on october 14, 2016. A review of complaints in (B)(6) and trackwise related to p/n 143140, lot number w47891-2 shows 1 additional complaints related to the failure in this investigation. This complaint is (B)(4). The failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. A review of strykers nc/CAPA database indicated there have been two capas associated with the product and failure mode reported in this event. One CAPA has been completed ((B)(6) system is CAPA (B)(4) while the second is still open (trackwise (B)(4)). The device was not returned for evaluation.

Event description:
Surgeon removed the 3.2 x 140mm femoral bone pins (part# 143140, lot# w47891-2) after the mako tka was complete, and noticed the ends of both pins broke off in the posterior cortex of the femur and were not intact with the rest of the pin. The surgeon reported that there was no patient harm due to the procedure, and that the tips will be overgrown with bone. The procedure was reported to be completed with optimal results.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Surgeon removed the 3.2 x 140 mm femoral bone pins (part# 143140 lot# w47891-2) after the mako tka was complete, and noticed the ends of both pins broke off in the posterior cortex of the femur and were not intact with the rest of the pin. The surgeon reported that there was no patient harm due to the procedure, and that the tips will be overgrown with bone. The procedure was reported to be completed with optimal results.